Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a user advisory 20 (position out of range) message was not confirmed during the functional testing and the archive data review. Archive data review showed multiple ua45 (not at home position after power-on/restart) messages around the reported event date, and the issue was confirmed during functional testing. The customer likely misinterpreted the error code as ua20 instead of ua45. The customer reported that the drive shaft became stuck and was unable to rotate; this was not confirmed during functional testing. The drive shaft was not sticky and rotated during functional testing. The archive data contained no record of ua20; however, multiple ua45 (not at home position after power-on/restart) messages were logged around the reported event date. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear user advisory (45), pull up on the lifeband until the chest bands are fully extended (which moves the driveshaft back to its home position), then restart. The autopulse platform failed functional testing because ua45 was displayed upon powering up. The drive shaft was rotated back to the home position to address the ua45 error.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed a user advisory 20 (position out of range) message. The customer attempted to clear the ua according to the instructions provided by zoll tech support; however, the drive shaft became stuck, and the customer was unable to rotate it. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.